Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes d.9. Returned to manufacturer on: 20-sep-2024 investigation summary: bd received 1 shelf pack of samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for air bubbles and leakage during to injection/blood/urine collection with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to air bubbles and leakage during to injection/blood/urine collection as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of air bubbles and leakage during to injection/blood/urine collection based on customer sample analysis and retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set, there was blood pooling and air bubbles in the tubing in about ten (10) devices. No patient impact reported.

Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set d.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set, there was blood pooling and air bubbles in the tubing in about ten (10) devices. No patient impact reported.